Event description:
It was further reported that patient encountered a hematoma and sandbag placed over right femoral artery puncture performed, no treatment was necessary. Pi assessed event as research procedure related and not serious.

Event description:
It was reported that during the implant procedure of the left ventricular (lv) lead, after all the leads were placed, physician slit the lv sheath and the lv lead completely dislodged from the posterior-lateral vein. The lv lead was removed and exchanged for another lead. Physician believed the event was related to the sheath and slitter. No patient complications have been reported as a result of this event. The patient is a participant in (B)(4) study.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).